Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and adhesion.

Event description:
Physician reported "implant was pathologically enlarged". Device has been explanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, , red particles in the shell, creases fold and deformation device. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
The patient's physician reported seroma-late and adhesion. The device has been explanted. This relates to the left side.